Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the insertion tube's peeling coat, other evaluation findings are as follows: water tightness was lost due to a cut on the connecting tube; the insulation resistance value did not meet the standard value due to damage on the connecting tube; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; there was a crack on the bending section cover adhesive; and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was leaking at the distal end of the bronchovideoscope. There was no report of patient harm. The device was returned, evaluated, and the insertion tube had a peeling coat. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to physical stress being applied to the insertion site during user handling/mishandling. The event can be detected by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.